Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the end of the grasper snapped off upon entering the abdomen. In addition, the missing bit was retrieved in the patient's abdomen.